Event description:
The patient reported that in 2009, his blood glucose measured 98 mg/dl at 6:49pm and he disconnected from the infusion device to shower. He then changed the infusion set and at 7:20pm, he ate and bolused 7 units of insulin. At 8:20pm, the patient began to sweat and he drank soda and ate. He then became unconscious and he was treated with a glucagon injection by his wife. She called for an ambulance and the patient was taken to the hospital. He was released from the hospital the next day. His normal blood glucose level is 100 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.